Event description:
It was reported by service report that the bed scale and bed exit system were not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.